Event description:
Independent repair center statement, the unit had low o2 or yellow light. The concentrator started up with leaks on heat exchanger, manifold, and the e valve due to hose clamps needing to be replaced.